Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). On an unknown date in mar of an unspecified year, the patient experienced cloudy effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the event was not reported. Treatment for the event was not reported. Extraneal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.